Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. During transseptal puncture (tsp) the physician slipped anterior and perforated into the aorta. The physician went back to right atrium (ra) and successfully crossed into the left atrium (la). A hematoma was observed to have developed on the aorta. The wds was successfully deployed and released. An effusion was noted to have developed in the ra. Cardiac surgery was called to surgically drain the effusion and administer additional units of blood to the patient. The surgeon was not able to locate the exact location of the bleeding. The closure device was left in place. There were no further complications, and the patient remains in the hospital for recovery.

Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. During transseptal puncture (tsp) the physician slipped anterior and perforated into the aorta. The physician went back to right atrium (ra) and successfully crossed into the left atrium (la). A hematoma was observed to have developed on the aorta. The wds was successfully deployed and released. An effusion was noted to have developed in the ra. Cardiac surgery was called to surgically drain the effusion and administer additional units of blood to the patient. The surgeon was not able to locate the exact location of the bleeding. The closure device was left in place. There were no further complications, and the patient remains in the hospital for recovery.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038547092. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) with cardiac tamponade, hematoma, and perforation (blood transfusion, hospitalization, surgical intervention). Risk review: a risk review was completed and confirmed that the events of pericardial effusion (pe) with cardiac tamponade, hematoma, and perforation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event. It was reported that during the transseptal puncture (tsp) the fellow slipped anterior and went into the aorta. So, it was considered that the reported events most likely occurred due to unintentional perforation rather than tsp.